Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had to press the wake button multiple times with excessive force in order to illuminate the pump display intermittently. Additionally, it was reported that the customer received multiple, intermittent occlusion alarms. As the alarms occurred in the past, troubleshooting was unable to be performed. The customer's blood glucose level was not impacted. The customer would continue to use the pump for insulin therapy.